Manufacturer narrative:
The patient's prior admissions for anemia/bleeding are referenced in MFR numbers 2916596-2021-03013, 2916596-2021-03023, 2916596-2021-03025, 2916596-2021-03026, 2916596-2021-03027, 2916596-2021-03032, 2916596-2021-03034, 2916596-2021-03035, 2916596-2021-03036. The patient's prior admissions for thrombus/ischemia are referenced in MFR numbers : 2916596-2021-03016, 2916596-2021-03018, 2916596-2021-03031.

Event description:
It was reported that the patient was admitted (B)(6) 2021 for elevated lactate dehydrogenase (ldh) 1086 and bilateral calf pain on ambulation. The patient was maintained on baseline speed 9000 rpm. Blood pressure was 120/77 with mean arterial pressure at 91 mmhg. Creatinine increased to 1.37 from 1.28 baseline. Aspartate aminotransferase (ast) was 46, but alanine transaminase (alt) was normal/bilirubin the pump was exchanged (B)(6) 2021 due to pump thrombosis. Vascular surgery was consulted for worsening peripheral artery disease requiring heparin drip with goal partial thromboplastin time (ptt) 50-60. Aspirin was administered at 81 mcg, and gastrointestinal bleeding was monitored for. Coreg (carvedilol) was administered 3.125 mcg twice a day and losartan was administered 25 mcg per day. For right ventricle dysfunction, digoxin was administered 125 mcg every other day, aldactone was given 25 mcg daily. Ankle brachial index (abi): resting ankle brachial indices suggest moderate right and mild left lower extremity arterial occlusive disease. Toe brachial index suggests moderate to severe disease on the right and within normal limit on the left. Bilateral waveforms are consistent with lvad. In comparison to study done 4/13/18 findings demonstrate no change.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. A direct correlation between the heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient needed a pump exchange due to lvad pump thrombosis. The customer reported that the pump would not be returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21sep2016. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis and device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.